Event description:
It was reported that the patient was revised, due to loose cup.

Manufacturer narrative:
The reported device is in transit to stryker. When the device is received, it will be evaluated. Additional information pertaining to the event has been requested. When completed, the evaluation summary will be submitted in a supplemental report.